Event description:
Following breast reconstruction surgery, the surgeon was removing the port-a-cath which fractured before removal and came out in two pieces. Inspection revealed that the entire catheter was removed, and the patient was not harmed.